Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device was set at 15/1000 and the middle of the graft made a deep gauge and harvested to full thickness instead of split thickness. No delay in surgery was reported. Further information is being obtained through customer follow up. No adverse events have been reported as a result of this malfunction.

Event description:
The graft was taken to treat patient infection; however postoperative notes show that while the patient may be susceptible to increased healing time and additional infection, nearly 1 month post-surgery no adverse events have been reported. The wound status is within specifications, shows no new infection, and the skin assessment was normal. There was no harm reported. The graft was usable and continued on the surgical plane. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 29, 2018, it was reported that the device was set at 15/1000 and the middle of the graft made a deep gauge and harvested to full thickness instead of split thickness. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on july 3, 2018 revealed that the center of the control bar was just below the master blade. The calibration and motor speed were both within specifications. Repair of the dermatome an was performed by zimmer biomet surgical on july 3, 2018 which included replacement of the bearings, damaged control bar, and o-ring. Dermatome an, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the control bar was below the master blade which would cause a deep gauge and thick graft. The cause of the patient getting gouged/ thick graft was due to the control bar being below the master blade. The root cause of the patient getting gouged/ thick graft could not be determined with the provided information since it is unknown how the damage occurred. If the control bar is not flush with the master blade, it will cause a gouge or a thick graft. This issue is being further investigated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.